Manufacturer narrative:
Lot history record review: the lot history records of the reported lot were reviewed for abnormalities, which may have contributed to the complaint. Nothing found that would have contributed to the reported complaint. Review of returned sample: the complaint sample was not returned for eval. Conclusion: the complaint investigation is inconclusive. The complaint sample was not returned for eval. Without the actual complaint sample, angiodynamics is unable to conduct a thorough investigation. The exact cause of the complaint is unk. A review of the mfg records for the reported lot indicated that all of the device specs and quality requirements were satisfied. The instructions for use state the following in reference to this complaint type: when retracting catheters, great care must be taken to avoid exerting excessive pressure at the groin entry site. Excessive pressure may result in damage to the vessel, the catheter or both. Angiodynamics angiographic catheter are designed for use with specific guidewire diameters. The recommended maximum guidewire diameter is specified on the catheter label. Guidewire use has been associated with a greater incidence of thrombus formation. Optimal guidewire size and judicious use are recommended. If resistance is encountered during catheter manipulation, determine the cause under fluoroscopy and take necessary remedial action. If resistance is encountered when removing the guidewire from the catheter, simultaneously removed the catheter and guidewire as a single unit under fluoroscopy to prevent potential vessel and product damage. This type of complaint will be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.